Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure which was completed by shifting the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible. There was a communication problem between the flat detector controller and the image detector (frontal). Analysis of the system log files showed that the power on self-test of the flat detector controller failed. To resolve the issue, fse replaced the flat detector controller. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use. There was no reported patient or user harm. The fse replaced the flat detector controller (fdc) board and returned the system to use in good working order.